Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code a050702 captures the reportable event of failure to cut. Imdrf code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a suture cinch was utilized during a gastric per-oral endoscopic myotomy (gpoem) procedure on (B)(6) 2026. During the procedure, the suture cinch handle failed. The peek plug and collar came together; however, the handle's cutting function could not be activated. As a troubleshooting measure, the user manually fired the device and completed the cut. The procedure was successfully completed using the original device. No patient complications were reported as a result of the event.